Manufacturer narrative:
The product was unavailable for return as it was discarded by the customer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The product was unavailable for return as it was discarded by the customer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the patient line tubing disconnected from the proximal stopcock. It was also reported that the patient experienced small pneumocephalus and headaches after the disconnection. The patient was reported to be doing ok now, and he is currently in rehabilitation with mild confusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.